Event description:
The patient received two leads with the same lot number. It was reported the patient lost stimulation approximately 2 weeks ago. Additionally, the programs are auto-reducing at low amplitudes and impedance values are displaying high readings. The patient denies any previous falls or trauma. Follow-up identified surgical intervention was undertaking on (B)(6) 2015 at which time the leads were explanted and replaced. Reportedly, the physician electively replaced the original ipg with an updated model during the same procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Follow-up identified the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.